Manufacturer narrative:
The customer submitted product for investigation testing. Hemagglutination tube testing was performed with returned and retention anti-fyb, lot fyb66h-1 using fy(a+b+), fy (a+b-) and fy(a-b+w) red cells. All products performed as expected. The fy(b+w) cell exhibited w+ reactivity with returned product and 1+reactivity with retention product. All fy(a-b+) cells exhibited 2+ to 2+s reactivity and all fy(b-) cells were nonreactive with both returned and retention anti-fyb.

Event description:
Customer reported unexpected negative reactions with anti-fyb, when testing with cell #1 (heterozygous fyb cell), of panocell 10, lot 38462. Repeat testing with cell #4 (heterozygous fyb cell) of panocell 16, lot 39467 also resulted in negative reactions. Repeat testing was performed using ortho anti-fyb and resulted in negative reactions with panocell 10 cell #1, and 2+ reactivity with panocell 16 cell #4. Methodology is tube testing.